Event description:
The pt reportedly experienced sound quality issues with his device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more info.